Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported runs for a minute then air in line cleaned sensors but keeps getting error which was reproduced. A review of the event history log identified air in line messages. The cause was determined to be failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ran for a minute then alarmed air in line. There was no patient involvement. No additional information is available.